Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient¿s spouse contacted technical support (ts) to troubleshoot an unrelated ¿patient line is blocked¿ alarm. During the call, treatment data from a previous cycler exchange was reviewed. Upon review of the treatment data along with information received during follow up, the iipv event was confirmed. The patient was experiencing discomfort and felt full at the end of treatment. The patient¿s largest fill volume during the treatment was 2499 ml. After completing treatment, the patient manually drained out 4600 ml, which was 184% of the patient¿s highest fill volume. After performing the manual drain of 4600 ml, the patient¿s discomfort went away. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed there were no additional symptoms or adverse effects, and medical intervention was not needed. The patient has received their new cycler and is continuing pd therapy with no further issues. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2500 ml, with a last fill of 2500 ml. The patient performs daytime exchanges occasionally, when time permits. It was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. The patient didn¿t think their drain time was long enough, so they met with their nephrologist and requested a five-minute increase (from 25 to 30 minutes). The drain time was adjusted, and the patient no longer experiences discomfort. The old cycler was reportedly boxed up and ready to be picked up and returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of particulates underneath the pump door catch posts. A simulated treatment was initiated and completed on the cycler without complication. The weighed fill volume values were found to be within tolerance. The cycler underwent and passed a system air leak test and a valve actuation test. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.